Manufacturer narrative:
Echocardiogram was reviewed by an external consultant and received on may 8, 2017: on (B)(6) 2017 - tee- severe central ar. The nc cusp is not well seen possibly torn or stuck open, but it lacks coaptation to the other 2, leading to a large central gap and ar. Further investigation on the device is still underway.

Manufacturer narrative:
The device was received for analysis on apr 27, 2017. Gross examination was completed and showed that the returned valve prosthesis appears in general good conditions.

Event description:
It was reported that once the valve was implanted, the non-coronary leaflet did not move. Incomplete opening of the valve was detected on trans esophageal echocardiogram causing severe central regurgitation due to retraction of the cusp. A second attempt was made with re-inflation (4atm x 30 secs) of balloon, but severe central regurgitation persisted. After third attempt the perceval valve was replaced. The patient was placed in the recovery ward and blood products were given (1 unit rbc). The surgery was prolonged as there were three periods of cardiac arrest.

Manufacturer narrative:
Review of the data filed in the device history record confirmed that the returned perceval aortic heart valve sn (B)(4) satisfied all material, dimensional, and performance standards required for perceval size 23 / m at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics with a regurgitation fraction in compliance with requirement of en iso5840:2015. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device.